Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a diagnostic of neurovascular procedure, which the doctor could finish using the cine pedal rather than the fluoro pedal. A philips field service engineer (fse) went onsite but the issue was unable to duplicate. The fse checked the footswitch and cable connection and confirmed no abnormal errors were found. Following the inspection, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to perform fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.